Event description:
It was reported during an in-clinic check, device interrogation did not display the battery information report printout. The electrophysiologist (ep) did not realize that the wand was not connected, which would not allow him to interrogate the device. The issues were resolved the following day after checking the patient in-clinic. There were no patient consequences.